Event description:
It was reported that this right atrial (ra) lead was explanted due to impedance issue and high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned in two segments at approximately 138 millimeters (mm) from the terminal end. The impedance anomaly and high capture thresholds allegations were confirmed based on the finding of a discontinuous anode conductor. The fracture characteristics were obscured by corrosion so could not be determined. Further, fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead was explanted due to impedance issue and high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported.